Event description:
Pt reported experiencing elevated blood glucose of 500 mg/dl. She indicated that the piston rod did not appear to be working. Pt stated that the coag wheel was coming loose from the cartirdge. She bolused 4 units of insulin into the air and only one small drop dripped from the tubing. The pt reported that she rec'd an 03 (low electronic battery) alarm. She was able to successfully prime the device without the tubing attached. Pt reported that she replace dher piston rod and her blood glucose came down to her normal range of 200-250 mg/dl. She did not retain the piston rod and therefore it wa snot requested to be returned for evaluation. Pt did not report any symptoms associated with the elevated blood glucose. No medica treatment was required.

Manufacturer narrative:
H6: product not returned for eval.